Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for power loss and sensor updating. Customer states that insulin pump passed self test but read off power loss and sensor updating. Customer's blood glucose was unknown. Customer declined troubleshoot for power loss and sensor updating. Products will not be return for analysis.